Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID failure was caused by a loose universal serial bus (usb) connection to the fingerprint scanner, which triggered a maintenance requirement after reboot. A field service engineer (fse) reseated usb connection to secure the scanner, restored normal functionality. Post-repair validation confirmed that the user was able to log in successfully with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio ID failed and maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.